Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse inspected the erbe unit following a customer concern regarding the top bipolar port being loose and failing to identify the connected arm. The issue was reproducible, as the top port was noticeably looser than the bottom bipolar port. The fse replaced the erbe unit. The new erbe unit was tested, verified, and the system was returned to use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe unit was analyzed, and failure analysis investigations could not replicate or confirm the customer-reported complaint. The reported issue was confirmed to have occurred in the field. Visual inspection revealed no abnormalities related to the event. The erbe unit was tested using the system, it energized and cauterized as expected, and all ports successfully recognized the instruments. The complaint was confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found no functional issue. The product was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted paraoesophageal hiatal hernia surgical procedure, user informed the technical support engineer (tse) that bipolar energy was not working. The user indicated that the iesu displayed a question mark for the arm and noted that a force bipolar instrument was installed on arm 1. The issue had also occurred during a previous procedure, despite trying two different cables and instruments, along with both bipolar ports, but without any change. The user did not use bipolar energy during the first procedure. The tse reviewed logs and observed m-02 and 1-87 errors. The tse instructed the user to reboot the iesu, which cleared the issue, and noted a good connection between the instrument and generator on the events page. The user continued with the procedure using the same system configuration. No known impact or patient consequence was reported.